Manufacturer narrative:
This ipg serial number is included on a field advisory. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.

Event description:
The pt received the ipg on (B)(6) 2010. It was reported the ipg was explanted and replaced with a new ipg on (B)(6) 2011, as the pt had reported feeling a burning sensation at the ipg pocket site. Pt also reported that his ipg was giving a low battery charge indication and required frequent charging. No further pt complications were reported.